Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It was previously reported that the event was confirmed. However, the reported event of no image, was in fact not confirmed during evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the image intermittently flickered, however, the reported event of no image could not be reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope had no image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found leakage from the ultrasound connector, deep scratches in the distal end, a chip on the instrument channel opening, the bending section rubber glue was cracked, the image was flickering, there was a large black dot on the image, the insertion tube was buckled and dented, the scope connector was loose, there was a customer label on the grip, and there was low angulation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.